Manufacturer narrative:
The insulin pump had a frozen display and a constant audio alarm after power up due to a faulty connector at the interface board. No error alarms could be verified due to the display anomaly. The insulin pump had all buttons responding properly and no cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed watchdog timeout and had a blank display. Customer's blood glucose was 188 mg/dl. No physical damage was noted on the device was cleaned with dry swab night prior to the alarm. The device was not dropped, bumped, nor exposed to moisture. Battery compartment, battery cap, and springs were not missing, damaged, nor corroded. New battery was inserted and display did not return. Battery contacts were cleaned, inserted battery, and display returned. Customer was unable to run self test because buttons were not responding. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.